Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery while performing the cortical drilling, the drill collapsed without causing any consequences. Per complaint reporter there was no harm for patient, operator or third party. No further information was provided. Update 28-apr-2026 further information was provided that the error occurred during an ankle fracture surgery on the (B)(6) 2026. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.